Event description:
It was reported that patient with this right atrial (ra) lead experienced pericardial effusion. This ra lead was repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.